Manufacturer narrative:
On 04/20/2016 further details from the medtronic representative, supporting the procedure at the site. The procedure began as normal, and had gotten as far as locking the trajectory with the vertek probe, when the surgeon decided to suretrak the non-medtronic power drill and a piece of a different non-medtronic equipment. The medtronic representative went back to the verify instruments task to confirm the suretrak was loaded in the procedure and returned to the navigate screen to note that the 3d model overlay was present on the 2d exam screens and not moving around in the software. The software reverted to the non-contrast magnetic resonance imaging (MRI) which had been merged to the contrast exam. During the suretrak calibration process, the trajectory was unlocked as a result of depressing the foot pedal to begin the calibration and bringing the vertek probe back in order to re-lock trajectory and proceed. Noted was that while the navigation system showed a target alignment error of 1.2, the surgeon was aware of this, the guidance "bulls-eye" view appeared to deviate more than 1.2 millimeters. Also, the trajectory 1 and 2 views appeared to be consistent with the 1.2 millimeter target alignment error with respect to tip tracking. The remainder of the surgery proceeded as normal and MRI revealed that the laser had been accurately placed under navigation. On 04/22/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, a software anomaly occurred. Immediately after verifying a surettrak instrument and going into navigate, the 3d model overlayed on the 2d views and there were two merged exams that switched from one to the other . The medtronic representative noted that the entry point seemed farther from target than shown in the target alignment error and that it did not "catch up". Target alignment error was 1.2. This behavior was seen after the suretrak was calibrated. The surgeon did not notice the issue, or allege an inaccuracy, as the tip was showing on target. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.